Manufacturer narrative:
Section a4: patient weight was reported as unknown. Section d4: expiration date inadvertently reported in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of a s3 alarm was confirmed via the log file. The centrimag 2nd generation primary console (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review with events spanning approximately 3 days ((B)(6) 2021 time stamp). On (B)(6) 2021 at 10:54:23 the sub fault ¿sf_ifd_shutdown_detected¿ activated, triggering a ¿system alert: s3¿ alarm at 10:54:26 and a ¿set pump speed not reached: m5¿ alarm at 10:54:29. The motor speed fell to ~2900 rpm at 10:54:25 and the flow dropped to 0 lpm. The motor speed increased to ~3400 rpm by 10:54:40. The alarms were able to be muted and the m5 alarm was able to be cleared. The console was power cycled on (B)(6) 2021 at 11:05:34. There were no other notable alarms active in the log file. The centrimag 2nd generation primary console was functionally tested with a mock loop and a test motor and operated as intended. The console was functionally tested and passed all tests before returning to the customer. The root cause for the reported event was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual (rev. 09) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. 09) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. 09) section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. The device history records were reviewed for the centrimag 2nd generation primary console (serial #: (B)(6)) and the console was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer¿s report #3003306248-2021-00558. It was reported that the device had an s3 alarm with emergent need to replace the console and motor.